Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lead fracture was noted in radiographic imaging by the physician following a vibratory alert. The lead was explanted and replaced. The ICD was also explanted and replaced during the same procedure with no allegation of malfunction. Further information was requested but not received. The patient was in stable condition.